Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported a physician performed an atec breast biopsy procedure sometime in (B)(6) 2017 (the exact date is unknown). On (B)(6) 2017 it was reported the patient had an infection (serratia marcescens). On (B)(6) 2017, it was reported patient was cultured and a sensitivity for drug therapy was performed. The patient went to surgery twice for lumpectomy, but not re admitted for the infection. The physician put the patient on a regimen of antibiotics. The patient was discharged and doing well.